Manufacturer narrative:
Batch review performed on 09 february 2018. Lot 170131: (B)(4) items manufactured and released on 27 march 2017. Expiration date: 2022-03-09 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115), lot 174711: (B)(4) items manufactured and released on 09 october 2017. Expiration date:2022-09-28 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The pathogen will not be available. The surgeon revised the head and liner. The surgery was completed successfully.